Event description:
The sales rep reported that a revision surgery revealed that the head of a spiralok 5mm anchor was floating in the pt's subacromial space. The suture was found to be through the eyelet. The distal end of the anchor remained in the humeral head. The original surgery was in 2008. The surgeon performed a mini-open surgery with bone tunneling and completed the case using orthocord suture. The rep stated that the pt was not adversely affected.

Manufacturer narrative:
Nothing is being returned for eval, device discarded by user facility. A lot number was not provided so a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint could not be conducted. This failure mode, for this particular device, has been the subject of a long term study. The study has brought forth several hypotheses for this failure mode. One is that during the initial anchor insertion processes, heavy loads or torque were being applied to the anchor in an off axis manner, or, the driver itself was not seated totally flush to the head of the anchor, also an off axis issue. Another hypothesis is the issue of the bone quality. The ifus state in the warnings, the device may break/fracture if inserted into very hard bone. So, if the bone quality of the pt is hard or very dense, then it is possible for the force needed to insert the anchor could cause stress fractures that are undetected at the time, but, leading to full breakage post operatively upon further loading. In both hypotheses, we are talking about excessive loads being applied to the anchor in an attempt to drive it into the bone, causing it to weaken and possibly fail, either at the moment of insertion or at some future post-operative time. Outside of these hypotheses, we cannot discern any other root cause for the reported failure mode. The rep has been contacted in order to ascertain more info regarding the events of the initial surgery.